Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a narrow lesion in the femoral vein with moderate tortuosity and heavy calcification. During advancement and removal of the command 18 guide wire, resistance was noted with the anatomy. The device was used successfully, but due to manipulation in the anatomy, the tip became stretched at the area where the coils end. It was the physicians opinion that this was no failure of the guide wire, but caused by the anatomy. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and visual analysis noted that the core was separated; however, the coil was still intact. Additionally, there was a tear in the polymer coating. A review of the lot history record was conducted and found no non-conforming reports that would appear to have caused or contributed to the reported failure mode for this lot. A review of the complaint handling database was performed and identified additional events, similar to the one being reported. Based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, it was determined that the devices performance with regards to the difficulty to remove guide wire from the catheter may be manufacturing related. The issue is being addressed per operating procedures. The performance of these devices will continue to be monitored.